Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 19.6 mmol/l the customer¿s current blood glucose value was 23 mmol/l. The customer did experienced symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. The customer did alleged under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On february 11, 2022 the insulin pump was returned due to customer allegation to pump under delivering causing high blood glucoses. The insulin pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0874 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the insulin pump history on the event date of february 11, 2022 found bolus deliveries of 5.7u at 3:24am, 6.2u at 5:29am, 3.4u at 10:57am, 3.1u at 3:54pm, 3.0u at 4:56pm, 2.5u at 5:45pm, 3.1u at 6:41pm, 3.0u at 7:12pm, and 5.2u at 8:49pm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump was received with scratched case, pillowing keypad overlay, corroded battery tube, serial number label missing, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. In summary, customer allegation for insulin pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucoses. Moisture damage noted at the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.